Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a therapeutic laparoscopic procedure, his olympus visera xenon light source¿s main lamp was not coming on ¿ causing the spare lamp to ignite. According to the initial reporter, the intended procedure was completed using another device without any patient harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be confirmed. However, it¿s likely the cause is related to a faulty main lamp or parts that ignite the lamp. Olympus will continue to monitor field performance for this device.